Event description:
It was reported that when the ventilator was turned on , it had an oxygen flow failure message and alarming. The ventilator was not connected to the patient at the time of the event occurred.